Event description:
It was reported that lead deployment issue due to a helix coil issue was observed. The lead was unable to deploy correctly and this was a product related issue. Lead was not implanted. A new lead was implanted. No further information is available.

Manufacturer narrative:
"Upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.¿